Manufacturer narrative:
Testing was performed by the customer and the information was submitted to maquet. Maquet also provided the customer with a questionaire to be completed pertaining to the contamination of devices. On 2015-11-30, the fsca 2015-11-30 was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with fsca 2015-12-10. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. But the 6th of december 2016 is the latest date for the market launch of this new disinfection procedure. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: the customer stated that the water of a hcu40 was tested positive for mycobacterium." Additional information: there were no patient involved. (B)(4).